Event description:
During an arteriogram with left lower extremity run-off procedure, the sheath came apart/unraveled and the distal end detached. The complaint device was used in conjunction with a csi atherectomy device). A competitors device (unk type and manufacturer) was opened and used to successfully remove the distal end that detached along with completing the procedure. No portion of the distal end that detached remained inside the pt, as it was successfully removed. Additional info provided on (B)(6) 2015 stated that the pt ok. It was advised that this was an extreme angulation and the cook sheath took if fine. It was further stated that the csi (the atherectomy device) burnt through. The pt did not required any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.